Manufacturer narrative:
[(B)(4)].

Manufacturer narrative:
Corrections based on new information received.

Event description:
It was additionaly reported that the component was in an optimal position according to the surgeon. The reson for revision surgery was progressive oa leading to medial compartment oa of the knee and surgeon chose to perform a total knee replacement due to the patient¿s age.

Event description:
It was reported that patient underwent revision surgery for unspecified reasons. Knee converted to total knee.